Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding an occlusion alarm and a cartridge alarm 1 during bolus delivery. Reportedly, the customer observed cracks near the o-ring and side of the cartridge. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.